Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead exhibited inappropriate automatic mode switch episodes due to noise. Physician may conduct further checks in all three sensing polarities for noise patterns and complete a chest x-ray to observe for lead abnormalities. No interventions were reported. The patient was asymptomatic.